Event description:
It was reported the lead displayed low impedance. Explant of the lead is planned and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the lead was removed and replaced.